Manufacturer narrative:
The customer reported that the unit was in use on the patient. The respiratory therapy manager reported that the patient spo2 level dropped. The patient was bagged. The spo2 was significantly low but did start to improve with bagging. For estimate 15 minutes of bagging and transferred to avea ventilator, and no delay in therapy reported.

Event description:
The customer reported that the unit gave a no o2 available alarm. The customer contacted product support and reported an error code consistent with "oxygen not available" logged right after a "100% o2" request was logged. The customer has replaced the o2 solenoid valve and passed full pvt (performance verification testing). The customer using e-cylinders with built in regulators, similar to grab and go brand. Product support advised that could be a flow restrictive regulator and discussed how to monitor o2 inlet pressure while testing o2 flow. The customer reported that the unit was in use on the patient. The rt manager reported that the patient spo2 level dropped. The patient was bagged. The spo2 was significantly low but did start to improve with bagging. For estimate 15 minutes of bagging and transferred to avea ventilator, and no delay in therapy reported. The biomedical engineer replaced the o2 manifold and o2 solenoid valve and passed full pvt testing. Per biomed, he never could reproduce the issue after 2 whole days of testing following each replacement. Could only get to fail on bottles at a high demand when working with tech support. The unit has been back in service for some time now. This reporter stated that a patient of unknown age, gender, height, and weight was admitted to a hospital on an unknown date with the admitting diagnosis not reported. No relevant medical history, relevant past drug history, or relevant concomitant medical products were reported. While admitted on an unknown date, the patient was prescribed ventilation therapy via the respironics v60 ventilator; prescription, device settings, configuration, patient circuit, and patient interface not reported. While admitted on (B)(6) 2021, the patient was receiving therapy via the v60 device, and the device was connected to an e-cylinder oxygen tank during patient transport. When the patient was transported back to their room, therapy continued via the v60 device, hospital staff did not reconnect the device to wall mounted oxygen supply, the oxygen tank became depleted, the device generated an oxygen not available(1208) alarm right after a 100% o2 request was logged in the diagnostic report, the device then entered an inoperable state; error code not reported, and the patient experienced an event of significantly low peripheral capillary oxygen saturation (spo2); values not reported. Hospital staff then administered manual ventilation for approximately 15 minutes, the event of oxygen desaturation resolved into an acceptable range; values not reported, and the patient was placed on an avea ventilator; prescription and configuration not reported. No relevant laboratory data was reported. Based on the information provided and/or service performed, the customers' alleged malfunction was confirmed or failed to meet specifications. The device was being used for treatment when the reported event occurred. The cause of the reported issue o2 solenoid valve failure.